Event description:
A patient underwent phacotrabeculectomy with mytomycin and peripheral iridectomy with iol implantation in the capsular bag os(left eye). During surgery the anterior capsule was colored with vision blue and cefuroxime was injected in the anterior chamber at the end of the surgery. Post-op the patient's bcva was hand motion and a fibrous membrane was discovered in the anterior chamber. The patient was treated with dexamethazone, atropine, and vancomycin. On day 5 post-op the patient was given tissue plasminogen activator injection. Bcva 6 day pos-op was 0.12 and deposit was noted on the surface of the iol. In (B)(6) 2012, an akreos mi60g iol was implanted in the patient's right eye. In (B)(6) 2012, patient's bcva in left eye was hand motion and 0.8 in the right eye. One iol was noted to be opaque and was explanted and replaced with sulcus iol. However, it is unknown which eye was affected. After iol exchange patient presented with corneal edema and fibrous membrane in the anterior chamber. The patient was then treated with dexamethazone, vancomycin and atropine. The inflammatory membrane disappeared and the new bcva was reported as hand motion. This report is for the right eye. Please reference MDR #: 1119279-2013-00001 for the left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.